Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, there was premature deterioration of the fiber tip after 30 minutes of use, and then it broke. The procedure was completed with another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap and metal cap were detached. Based on the analysis results of the fiber tip, the device likely experienced inadvertent heavy tissue contact and a decrease in saline flow, which can lead to an increase of the temperature and consequently to cap/tip detachment. The instructions for use (IFU) states: connect the tubing from the sterile saline for irrigation solution to the fiber lure lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, there was premature deterioration of the fiber tip after 30 minutes of use, and then it broke. The procedure was completed with another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached and not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of break along the fiber body. Based on device analysis result, the observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass and metal cap detachments. The interaction between the user and device, caused or contributed to the observed fiber damage and reported event. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, there was premature deterioration of the fiber tip after 30 minutes of use, and then it broke. The procedure was completed with another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.